Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage to the first distal strut segment. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. A 2.50 x 16mm synergy stent was advanced but failed to cross the lesion. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.